Manufacturer narrative:
The actual device involved in the event was returned to merit medical for evaluation. Visual examination of the returned device did not reveal any anomalies. The male and female connectors were measured; both were within specification. The tubing was then attached to a medrad injection syringe and to a catheter. The assembly was pressurized to 750 ps and to 900 ps. The tubing did not detach during the power injections. Review of the device history records did not identify any manufacturing abnormalities that could have contributed to the reported event. Merit's complaint database was reviewed and no other complaints were reported for this lot. Based upon the investigation, the complaint could not be confirmed and no conclusions can be drawn.

Event description:
During an lv injection procedure performed in the cath lab, the tubing separated from the power injector while injecting at less than the rated pressure of 900 ps. The complainant reported that the "top piece of the medrad is blowing off". No pt harm or injury resulted from this event.